Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2015, cesarean section in 2008, uterine leiomyoma, vaginal delivery, miscarriage, heart disease, unspecified and overweight. Previously administered products included for an unreported indication: iud from 2005 to 2007. Concurrent conditions included lower abdominal pain, pelvic pain female, hypochondrium pain left, left lower quadrant pain, abdominal adhesions, constipation and ovarian cyst. Concomitant products included colecalciferol (vitamin d3), ibuprofen and vitamin b12 nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2009, the patient experienced food allergy ("food allergy"). In 2010, the patient experienced coeliac disease ("celiac gi issues"). In 2012, the patient was found to have hormone level abnormal ("loss of hormones"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("vaginal infection"), pelvic pain ("pelvic pain") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, migraine, headache, fatigue, alopecia and weight increased had resolved and the urinary tract infection, vaginal discharge, cystitis, vaginal haemorrhage, bladder disorder, urinary tract disorder, vaginal infection, pelvic pain, coeliac disease, nausea, hormone level abnormal and food allergy outcome was unknown. The reporter considered alopecia, bladder disorder, coeliac disease, cystitis, dysmenorrhoea, dyspareunia, fatigue, food allergy, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uti, vaginal. Discharge, bladder infection, migraine, headaches, fatigue, hair loss, weight gain. Current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Imaging procedure - on (B)(6) 2008: bilateral occlusion.. Pathology test - on (B)(6) 2018: proliferative phase endometrium without hyperplasia myometrium with adenomyosis, adenomyoma, and small leiomyoma. Bilateral fimbriated fallopian tubes, one with paratubal cysts. Ultrasound scan - on (B)(6) 2018: 9-week uterus, two fibroids were noted, 2 cm was the largest size, endometrium was somewhat distorted by the fibroid though. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), bladder problems, urinary problems, vaginal infection, pelvic pain, celiac gi issues, nausea, loss of hormones and food allergy. Events onset date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2015, cesarean section in 2008, uterine leiomyoma, vaginal delivery, miscarriage, heart disease, unspecified and overweight. Previously administered products included for an unreported indication: iud from 2005 to 2007. Concurrent conditions included lower abdominal pain, pelvic pain female, hypochondrium pain left, left lower quadrant pain, abdominal adhesions, constipation and ovarian cyst. Concomitant products included colecalciferol (vitamin d3), ibuprofen and vitamin b12 nos. On(B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2009, the patient experienced food allergy ("food allergy"). In 2010, the patient experienced coeliac disease ("celiac gi issues"). In 2012, the patient was found to have hormone level abnormal ("loss of hormones"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("vaginal infection"), pelvic pain ("pelvic pain") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, migraine, headache, fatigue, alopecia and weight increased had resolved and the urinary tract infection, vaginal discharge, cystitis, vaginal haemorrhage, bladder disorder, urinary tract disorder, vaginal infection, pelvic pain, coeliac disease, nausea, hormone level abnormal and food allergy outcome was unknown. The reporter considered alopecia, bladder disorder, coeliac disease, cystitis, dysmenorrhoea, dyspareunia, fatigue, food allergy, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uti, vaginal. Discharge, bladder infection, migraine, headaches, fatigue, hair loss, weight gain. Current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Imaging procedure - on (B)(6) 2008: bilateral occlusion.. Pathology test - on (B)(6) 2018: proliferative phase endometrium without hyperplasia myometrium with adenomyosis, adenomyoma, and small leiomyoma. Bilateral fimbriated fallopian tubes, one with paratubal cysts. Ultrasound scan - on (B)(6) 2018: 9-week uterus, two fibroids were noted, 2 cm was the largest size, endometrium was somewhat distorted by the fibroid though. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, migraine, headache, fatigue, alopecia and weight increased had resolved and the urinary tract infection, vaginal discharge and cystitis outcome was unknown. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uti, vaginal. Discharge, bladder infection, migraine, headaches, fatigue, hair loss, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter information updated and patient demographics and laboratory data were added. Updated essure indication. On (B)(6) 2008, she implanted essure (previously reported as 2008). On (B)(6) 2018, she explanted. Injury event was replaced with dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uti, vaginal. Discharge, bladder infection, migraine, headaches, fatigue, hair loss, weight gain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2015, cesarean section in 2008, uterine leiomyoma, vaginal delivery, miscarriage, heart disease, unspecified and overweight. Previously administered products included for an unreported indication: iud from 2005 to 2007. Concurrent conditions included lower abdominal pain, pelvic pain female, hypochondrium pain left, left lower quadrant pain, abdominal adhesions, constipation and ovarian cyst. Concomitant products included colecalciferol (vitamin d3), ibuprofen and vitamin b12 nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2009, the patient experienced food allergy ("food allergy"). In 2010, the patient experienced coeliac disease ("celiac gi issues"). In 2012, the patient was found to have hormone level abnormal ("loss of hormones"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("vaginal infection"), pelvic pain ("pelvic pain") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, migraine, headache, fatigue, alopecia and weight increased had resolved and the urinary tract infection, vaginal discharge, cystitis, vaginal haemorrhage, bladder disorder, urinary tract disorder, vaginal infection, pelvic pain, coeliac disease, nausea, hormone level abnormal and food allergy outcome was unknown. The reporter considered alopecia, bladder disorder, coeliac disease, cystitis, dysmenorrhoea, dyspareunia, fatigue, food allergy, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uti, vaginal. Discharge, bladder infection, migraine, headaches, fatigue, hair loss, weight gain. Current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Imaging procedure - on (B)(6) 2008: bilateral occlusion.. Pathology test - on (B)(6) 2018: proliferative phase endometrium without hyperplasia myometrium with adenomyosis, adenomyoma, and small leiomyoma. Bilateral fimbriated fallopian tubes, one with paratubal cysts. Ultrasound scan - on (B)(6) 2018: 9-week uterus, two fibroids were noted, 2 cm was the largest size, endometrium was somewhat distorted by the fibroid though. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2015, cesarean section in 2008, uterine leiomyoma, vaginal delivery, miscarriage, heart disease, unspecified and overweight. Previously administered products included for an unreported indication: iud from 2005 to 2007. Concurrent conditions included lower abdominal pain, pelvic pain female, hypochondrium pain left, left lower quadrant pain, abdominal adhesions, constipation and ovarian cyst. Concomitant products included colecalciferol (vitamin d3), ibuprofen and vitamin b12 nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2009, the patient experienced food allergy ("food allergy"). In 2010, the patient experienced coeliac disease ("celiac gi issues"). In 2012, the patient was found to have hormone level abnormal ("loss of hormones"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("vaginal infection"), pelvic pain ("pelvic pain") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, migraine, headache, fatigue, alopecia and weight increased had resolved and the urinary tract infection, vaginal discharge, cystitis, vaginal haemorrhage, bladder disorder, urinary tract disorder, vaginal infection, pelvic pain, coeliac disease, nausea, hormone level abnormal and food allergy outcome was unknown. The reporter considered alopecia, bladder disorder, coeliac disease, cystitis, dysmenorrhoea, dyspareunia, fatigue, food allergy, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uti, vaginal. Discharge, bladder infection, migraine, headaches, fatigue, hair loss, weight gain. Current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Imaging procedure - on (B)(6) 2008: bilateral occlusion.. Pathology test - on (B)(6) 2018: proliferative phase endometrium without hyperplasia myometrium with adenomyosis, adenomyoma, and small leiomyoma. Bilateral fimbriated fallopian tubes, one with paratubal cysts. Ultrasound scan - on (B)(6) 2018: 9-week uterus, two fibroids were noted, 2 cm was the largest size, endometrium was somewhat distorted by the fibroid though. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2015, cesarean section in 2008, uterine leiomyoma, vaginal delivery, miscarriage, heart disease, unspecified and overweight. Previously administered products included for an unreported indication: iud from 2005 to 2007. Concurrent conditions included lower abdominal pain, pelvic pain female, hypochondrium pain left, left lower quadrant pain, abdominal adhesions, constipation and ovarian cyst. Concomitant products included colecalciferol (vitamin d3), ibuprofen and vitamin b12 nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2009, the patient experienced food allergy ("food allergy"). In 2010, the patient experienced coeliac disease ("celiac gi issues"). In 2012, the patient was found to have hormone level abnormal ("loss of hormones"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("vaginal infection"), pelvic pain ("pelvic pain") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, migraine, headache, fatigue, alopecia and weight increased had resolved and the urinary tract infection, vaginal discharge, cystitis, vaginal haemorrhage, bladder disorder, urinary tract disorder, vaginal infection, pelvic pain, coeliac disease, nausea, hormone level abnormal and food allergy outcome was unknown. The reporter considered alopecia, bladder disorder, coeliac disease, cystitis, dysmenorrhoea, dyspareunia, fatigue, food allergy, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uti, vaginal. Discharge, bladder infection, migraine, headaches, fatigue, hair loss, weight gain. Current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Imaging procedure - on (B)(6) 2008: bilateral occlusion.. Pathology test - on (B)(6) 2018: proliferative phase endometrium without hyperplasia myometrium with adenomyosis, adenomyoma, and small leiomyoma. Bilateral fimbriated fallopian tubes, one with paratubal cysts. Ultrasound scan - on (B)(6) 2018: 9-week uterus, two fibroids were noted, 2 cm was the largest size, endometrium was somewhat distorted by the fibroid though. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.